Manufacturer narrative:
Investigation results: an evaluation of the handpiece confirmed the reported problem related to failure of the on/off buttons. Further investigation found the handpiece has the potential to activate on it's own related to pc board failure. A design change has been implemented for this failure mode. There have been no reported injuries associated with this failure mode. Conmed linvatec will continue to monitor this product for failures.

Event description:
The customer reported that the shaver handpiece would not stop running. There was no injury or surgical delay associated with this event.